Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the patient was at work and experienced loss of consciousness. A paramedics was on site at that moment and treated the patient with glucose. There was no ambulance called and the patient regained consciousness. After the patient regained consciousness they took the measurements and the cgm was reading low and the blood glucose reading was 5.5 mmol/l (after treatment). At the time of the report the patient was feeling good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.